Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio: 6.3, >5.0, lab: 1.0. Doctor concerned about accuracy of meter due to observing discrepant results (part of correlation study). Inr tested as pre-op procedure and was not on coumadin. No additional information available.